Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed which observed a black particle measured to be 0.05 square mm in size, embedded in the material of the stressmember. The particle was not in the fluid path because it was embedded in the material of the stressmember. The reported condition was verified. The cause of the condition was due to a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within a large volume folfusor. The pm was further described as a black particle inside the device. This issue was discovered prior to patient use. The device was filled with trabectedin 2.5mg. There was no patient involvement. No additional information is available.